Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient 'struggled to get any sti mulation coverage or feel stimulation.' It was noted that the patient saw an estimated replacement indicator message on their programmer. It was stated that there was an open circuit on electrode number 8 showing high impedances, >10,000 ohms. It was noted that the patient's battery was depleting faster than expected. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported the battery depleted at a normal rate. It was noted the impedances were "out of range." It was noted a revision/replacement was "in the works" but not scheduled. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).